Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the device would not start up. Troubleshooting actions performed by the philips field service engineer (fse) confirmed that the power distribution unit (pdu) fan tray and direct current power source (dcps) unit was defective. The analysis of the log file confirmed a failure with the pdu fan tray and dcps. The failure analysis conducted showed that both the psu01 and the psu04 were defective due to a failure of the 24v power supply. The fse replaced the pdu fan tray and dcps and returned the device to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system failed to start up. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fan tray unit which resolved the issue. The device was returned to use in good working order.